Manufacturer narrative:
Trackwise ID (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that at the beginning of the case, it was noticed that the hemopro2 extension cable for the endoscopic vein harvesting procedure did not work/no power/energy. No procedural delays was reported. Changed to another vh-4030 to complete the case. No patient effects.

Manufacturer narrative:
Trackwise#: (B)(4) updated sections: b4, d10, g4, g7, h2, h3, h6, h10 the device was returned to the factory for evaluation on 01/19/2023. An investigation was conducted on 01/26/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed on the device. The cable was observed to be intact with no visual defects observed. Both connectors were observed to be intact. A mechanical evaluation was conducted using a reference adaptor, power supply and hemopro 2 device. The cable was able to be connected to the adaptor with no physical or visual difficulties. The reference harvesting device was attached to the cable with no physical or visual difficulties observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference hemopro 2 evh tool, reference adapter and reference power supply set at level 3.0. The device failed the pre-cautery test. The power supply did not emit an audible beeping sound and the evh reference tool did not produce steam and heat. Based on the returned condition of the device and the results of the evaluation, the reported failure "failure to deliver energy" was confirmed. The reported device is an OEM device, therefore, a lot history review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
N/a